Event description:
During an atrial tachycardia ablation procedure, an amplifier self-test issue occurred which led to cancellation of the procedure. During the procedure, the amplifier indicator light turned amber and could not be restarted which led to the cancellation. There were no consequences to the patient.

Manufacturer narrative:
Based on the information provided to st. Jude medical and the investigation performed, the root cause of the reported self-test issue was isolated to an intermittent catheter amplifier board in slot 10. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.